Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a high blood glucose levels and that the insulin pump was over delivering. The customer's blood glucose level was 400 mg/dl. The customer declined to troubleshoot for air bubbles, leaks, site issues, insulin issues, and for the high pressure test. The customer found the settings to be correct. A no delivery alarm was found in the device history every other day. Nothing was replaced or returned.